Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device was found to be in backup mode. The suspected reason for the backup was low battery voltage and close to eol. The device image could not be saved. The patient is in hospice and no further intervention was made. The patient was stable.